Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('dislocated essure device') and intracranial mass ('cerebral mass') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. In 2019, the patient experienced device dislocation (seriousness criterion medically significant) and was found to have uterine leiomyoma ("uterine myomas"). On an unknown date, the patient experienced intracranial mass (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), swelling face ("swelling of face"), swelling ("swelling of body"), genital haemorrhage ("experiencing her tenth haemorrhage"), loss of libido ("libido loss"), dyspareunia ("sexual difficulties: pain during sex"), skin wound ("vaginal skin wounds"), dizziness ("dizziness"), headache ("headcahe") and uterine enlargement ("enlarged uterus"). At the time of the report, the device dislocation, intracranial mass, uterine leiomyoma, depression, anxiety, swelling face, swelling, genital haemorrhage, loss of libido, dyspareunia, skin wound, dizziness, headache and uterine enlargement outcome was unknown. The reporter considered anxiety, depression, device dislocation, dizziness, dyspareunia, genital haemorrhage, headache, intracranial mass, loss of libido, skin wound, swelling, swelling face, uterine enlargement and uterine leiomyoma to be related to essure. The reporter commented: she had a computerised tomogram of head done in 2019 and it showed some alterations based on her last computerised tomogram of headmade in 2014. She is currently waiting for approval of having her uterus removal surgery. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('dislocated essure device') and intracranial mass ('cerebral mass') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. In 2019, the patient experienced device dislocation (seriousness criterion medically significant) and was found to have uterine leiomyoma ("uterine myomas"). On an unknown date, the patient experienced intracranial mass (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), swelling face ("swelling of face"), swelling ("swelling of body"), genital haemorrhage ("experiencing her tenth haemorrhage"), loss of libido ("libido loss"), dyspareunia ("sexual difficulties: pain during sex"), skin wound ("vaginal skin wounds"), dizziness ("dizziness"), headache ("headache") and uterine enlargement ("enlarged uterus"). At the time of the report, the device dislocation, intracranial mass, uterine leiomyoma, depression, anxiety, swelling face, swelling, genital haemorrhage, loss of libido, dyspareunia, skin wound, dizziness, headache and uterine enlargement outcome was unknown. The reporter considered anxiety, depression, device dislocation, dizziness, dyspareunia, genital haemorrhage, headache, intracranial mass, loss of libido, skin wound, swelling, swelling face, uterine enlargement and uterine leiomyoma to be related to essure. The reporter commented: she had a computerised tomogram of head done in 2019 and it showed some alterations based on her last computerised tomogram of head made in 2014. She is currently waiting for approval of having her uterus removal surgery. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.